Event description:
The customer reported static lines in the image displayed during a therapeutic colonoscopy procedure involving an olympus colonovideoscope while the patient was under sedation. There was no delay and the intended procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.